Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 475 mg/dl at the time of hospitalization. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was treated in emergency room. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.